Event description:
During remote follow up, post-sensed t-wave oversensing were observed on implantable cardiac defibrillator (ICD). Technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.